Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/13/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please confirm the lot number in which "several sutures broke". ¿ this information is unknown by the customer who reported the complaint please confirm the number of sutures that broke during this procedure. ¿ this information is unknown by the customer who reported the complaint when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Please include details for each impacted suture. ¿ this information is unknown by the customer who reported the complaint please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - (B)(6). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. ¿ I am waiting to receive a box to ship them back for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure that several sutures of the same lot broke. Unknown as to how the procedure was completed. There were no adverse consequences reported. Additional information was requested.